Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a new device implanted today because they were having issues with their previous one. The caller reports that the battery died and they didn't even know it because it said it was charged, but when they went through the surgery today, they were told the battery was dead, but prior to the that the handset was showing green and ok. They were given 5 years on it at the time of the implant but it did not last 5 years. They had a return of symptoms and were having more pressure than normal for the last 2 months.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.